Event description:
It was reported during implant procedure that the lead exhibited loss of capture and high pacing impedance. The lead was exchanged without issue. The patient was asymptomatic and stable.

Manufacturer narrative:
A device history record (DHR) review was performed and allrequired manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of loss of capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. Electrical and visual testing found no anomalies.